Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) failed to complete a device consult while in clinic and there were concerns that the device may have been operating in safety mode. Technical services (ts) indicated that safety mode could not be ruled out, however successful interrogation and device status would need to be verified to confirm. Ts recommended troubleshooting options. No adverse patient effects were reported. This crt-p remains in service. Additional information was received that the unsuccessful interrogation was likely due to user error. A boston scientific field representative was able to perform device testing and determined that this crt-p was operating normally, and less than three months remained on the battery. No adverse patient effects were reported. This crt-p remains in service.

Manufacturer narrative:
The local area sales representative was contacted for additional information regarding resolution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) failed to complete a device consult while in clinic and there were concerns that the device may have been operating in safety mode. Technical services (ts) indicated that safety mode could not be ruled out, however successful interrogation and device status would need to be verified to confirm. Ts recommended troubleshooting options. No adverse patient effects were reported.